Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg or had lost the ability to charge completely. Physical exam confirmed malrotation of the ipg. The patient will undergo an ipg revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient's ipg was sitting flat. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was reportedly doing well.

Event description:
A report was received that the patient was having difficulty charging the ipg or had lost the ability to charge completely. Physical exam confirmed malrotation of the ipg. The patient will undergo an ipg revision procedure. No device malfunction was suspected.